Manufacturer narrative:
Device evaluation of monitor as been completed. The defective response button problem was confirmed. When the rear response button was depressed it would not trigger a response. The root cause of defective response button has not been determined to this date. The monitor was repaired. No adverse event resulted from the faulty response button. The patient received a replacement monitor.

Event description:
A male patient called lifecor customer support to report that his response buttons would not work. The lifecor patient service representative went that day to give the patient a replacement monitor.